Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 900 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The high pressure test passed. However, the customer stated that no audible tones sounded when the no delivery alarm occurred. Nothing further was reported.